Event description:
During preventive maintenance at the customer site, the innercool stx surface system (sn (B)(4) displayed a sensor fault error. The error cannot be cleared. No patient involvement.

Manufacturer narrative:
The innercool stx surface system (sn (B)(4) will not be returned for investigation. The hospital biomed technician resolved the issue at the customer site after replacing the temperature sensor. The technician tested the system, and it functioned as intended. The innercool stx surface system was placed back into service for clinical use. Therefore, service was not required to be performed by zoll.